Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was trying to stop leakage and reported they couldn't get the handset to work. The patient made a comment that it's "so simple it's confusing" when trying to connect with their implant. The patient was shown how to connect with the implant to increase stimulation. The patient successfully connected with the implant on the call and increased stimulation to a comfortable level. The patient stated they were at 1.1 the other day and it came up at 0.0 when they connected with their implant on the call prior to increasing stimulation. A therapy overview was provided. The patient clarified the stimulation must have been at 0.1. The patient confirmed they were not turning therapy off. The patient would maintain stimulation level and would continue to track symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue if issue persists. The patient provided event date as since date of implant and stated "it did it once and I called and got help increasing the level, but this time I couldn't work it". The patient confirmed external devices were working as designed at call closure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.